Event description:
It was reported via a legal notification, that patient, underwent initial revision of her failed right optetrak device on (B)(6) 2015. Upon explantation of the optetrak device, plaintiff¿s surgeon observed that the tibial component was loose and showed gross motion. In the years following the revision surgery, plaintiff once again experienced pain, swelling, instability, and bone loss in her right knee caused by early and accelerated polyethylene wear and/or component loosening. The pain and instability in plaintiff's right knee continued to become more severe, and it became necessary to undergo a second right knee revision surgery, which was performed on (B)(6) 2019, approximately 3 years 2 months post revision procedure. Plaintiff¿s clinical, laboratory, and radiological workup on her right knee were negative for infection, but positive for loosening secondary to osteolysis secondary to polyethylene wear. During the second revision surgery, it was noted that both the femoral and tibial components were loose and removed with minimal effort. Upon explantation of the optetrak device, the surgeon observed ¿significant wear in the medial aspect and around the posterior post¿ of the tibial insert. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: (B)(4), 02-012-45-2030 - lgc tibial fit tray cem sz 2f / 3t. (B)(4), 204-36-08 - stem extension 80l x16 mm. (B)(4), 204-70-00 - tibial stem ext. Screw. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Upon investigation, it was discovered that this report is a duplicate MFR# 1038671-2019-00421, (B)(4): concomitant components cited as product info. Additional/new information will be captured in (B)(4) and reported under MFR# 1038671-2019-00421.